Manufacturer narrative:
The device is currently not available for analysis. Conclusions regarding the clinical observation cannot be drawn at the moment. There are no supplementary data, and it is not expected that additional data will be received. The case is therefore closed. If additional information should arrive at a later point of time after all, the case will be reopened, and the investigation will continue.

Event description:
Ous MDR - it was reported that approx. 60 months after the implantation oversensing was observed. The lead was replaced during a scheduled ICD exchange. Should additional information become available this file will be updated.